Manufacturer narrative:
The serial number of the c 501 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they receive questionable results for approximately 7 patient samples tested with albumin gen.2 and total protein gen.2 on a cobas 6000 c 501 analyzer. The customer stated that the sample results obtained from a second laboratory did not match what was measured on the c 501 analyzer. When the samples were repeated on the c 501 system, the results matched those obtained from the second laboratory. The customer provided an example of one patient sample with discrepant albumin and total protein results. This medwatch will apply to the albumin assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the total protein assay. The patient sample initially resulted in a total protein value of 0.3 g/dl and an albumin value of 0.3 g/dl. The sample was repeated due to receiving different results for this sample from a second laboratory. The sample was repeated on the same c 501 analyzer seven days later, resulting in a total protein value of 6.6 g/dl and an albumin value of 4.1 g/dl. The repeat results were deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The field service engineer cleaned the probes and verified probe adjustments. The rinse station tubing and rinse volumes were checked. The cell blank water volume was adjusted. The probe rinse flow, condition of water bath, and condition of the bath filter were checked. The pump pressures, sample rinse flows, and reagent rinse flows were checked. Mechanism checks were performed and there were no noted performance issues. A system air purge was performed. Precision studies recovered within expected ranges. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.